Event description:
The patient who has had urinary frequency and urgency following status post placement of a impulse generator permanent lead in her left buttock had not been having any noticeable feeling in that area. Resistance testing done was less than 50 ohms, and was consistent with a malfunction. There were several obvious twists in the wire leading from the impulse generator to the permanent lead. The impulse generator was removed. In dissecting the wire out, it was inadvertently cut. At this time, a posterior to anterior x-ray was taken to allow me to find the location of the wire. We then made a bigger incision over the sacrum of approximately 1-1/2 inches. The wire was then found and the lead easily removed. A new lead was introduced into s3 on the left. Testing confirmed excellent bellows and some toe movement. This lead was then secured in place. It was then tunneled and brought out through the incision to the left. A new impulse generator was attached to the lead and then sutured in place.